Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5+. A triclip xtw was inserted and deployed on the tricuspid valve. However, post deployment, echocardiogram revealed that the clip had detached from septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize and reduce tr, a second clip was inserted and deployed close to the first clip, reducing tr to a grade of 2+. There was no clinically significant delay in the procedure.